Manufacturer narrative:
Device was received with a scratched case and a stained keypad overlay. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08675 inches. A water filled reservoir was used during testing. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. Device was programmed with a test guardian link transmitter and a 240 mg/dl glucose sensor simulator. Device was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. The device sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. No auto mode anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 480 mg/dl at the time of incident and current blood glucose value was 415 mg/dl. Customer was not using auto mode feature at time of high blood glucose event. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.